Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer stated the pump was in the room while the customer underwent radiation. There was no impact to the customer's blood glucose level. It was indicated that the customer would get manual injections for alternate insulin therapy.